Event description:
The customer reported one patient had a high sodium (na) result and a low chloride (cl) result on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The patient sample was repeated on another au analyzer and results were considered correct. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient demographics. Customer provided the results for this one (1) patient.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the reference valve to resolve the issue. The fse performed system maintenance, calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).